Event description:
It was reported that there was a hole in the balloon (subject device) . There were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Inspection of the returned device was found to be kinked near the proximal end most likely due to handling of the device during use. Additionally, the balloon lumen was found to be blocked due to crystallized contrast used in the procedure. The balloon was visually inspected and a hole was noted near the distal tip. A function test was unable to be performed because the balloon lumen was blocked. Based on the information available and analysis of the returned device, an assignable cause of 'procedural factors¿ will be assigned to this investigation, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the device direction for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device is unavailable to manufacturer.

Event description:
It was reported that there was a hole in the balloon (subject device). There were no clinical consequences to the patient due to the reported event.